Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2017 alleging that one-two years ago, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 950 mg/dl the patient reportedly changed the infusion set, infusion site and the insulin cartridge, but the blood glucose level did not lower. The patient was reportedly hospitalized and treated with five ¿bags¿ of intravenous fluids and ¿four shots of insulin¿ to bring down the blood glucose level. The reporter alleged the pump was not delivering insulin accurately. The reporter denied that the patient had any other health conditions that could have contributed to the reported hyperglycemic event being reported. The reporter stated that advance pump features were not being used and the patient ¿would bolus based off what the health care provider would tell the patient to do¿. The reporter denied any site issue, site scar tissue or blood in the infusion set tubing at the time of the event. The reporter stated that to their knowledge, the time and date was set correctly in the pump at the time of the event. The reporter stated that the patient ¿got rid of the pump¿, therefore, the pump was not available for troubleshooting by animas customer technical support. The reporter stated the event occurred about one year ago, but it could have been two years ago; they were not certain. This complaint is being reported because the patient reportedly experienced a serious adverse event while on insulin pump therapy allegedly associated with an inaccurate delivery by the pump issue.